Manufacturer narrative:
(B)(4). Approximate age of device ¿ 87 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced gastrointestinal bleeding on (B)(6) 2016 that resolved on (B)(6) 2016. The patient has a history of gi bleeding dating back to (B)(6) 2015, prior to the lvad implant. The following postoperative course of gi bleeding events was provided. On (B)(6) 2016 a colonoscopy revealed internal hemorrhoids. The patient was also diagnosed with acquired von willebrand syndrome. On (B)(6) 2016 the patient experienced shortness of breath. The following day the patient observed bright red blood with clots after a bowel movement. The patient stated that there were twenty five episodes of diarrhea in one day, with blood in most of the bowel movements. The patient was also lightheaded, fatigued, and had abdominal pain with coffee ground emesis. On (B)(6) 2016 the patient presented to the emergency department and was administered 1.5 liters of fluid. No further bleeding occurred and the patient was discharged. On (B)(6) 2016 the patient experienced further gastrointestinal bleeding and was transported to the hospital by ambulance and admitted. Endoscopy on (B)(6) 2016 revealed a dieulafoy lesion, polyps, and hemorrhoids. The patient's anticoagulation was altered and the patient was discharged. On (B)(6) 2016 the patient was again admitted for tarry stools and an inr of 4.7. The patient was further instructed on medication dosing and was discharged. On (B)(6) 2016, the patient was admitted after having continued melena and shortness of breath. Results from a capsule study performed during the prior admission revealed several areas of bleeding within the small bowel. The patient underwent enteroscopy for unspecified treatment of the bleeding sites. The patient was later discharged. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.